Event description:
Complaint notes: atrial unipolar lead impedance warning on (B)(6) 2022. Noted atrial undersensing on current and episode egm that could affect device function. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).